Manufacturer narrative:
E: (B)(6). China. Phone: (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that the tidal volume was low. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 14may2025, it was stated that no further service would be performed on the device. The device was stated to be end of service, indicating the device would be retired and not returned to use. No further work will be performed by philips for this issue or device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.